Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed through review of the event history log. The motor mechanical assembly was inspected and tested. The motor bearing was found to have excessive wear with shaft end play and black material around the bearing. Evaluation also found the inner bearing to have signs of wear, and the gearbox and gearbox bearings were worn. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.